Manufacturer narrative:
(B)(4). The actual sample has not been received and the investigation is ongoing at this time. A follow up report will be provided when the examination results are available. (B)(4).

Event description:
As reported by the user facility: event description: customer states, "emt was starting IV in a patient, after starting IV, the safety clip did not engage. When the emt picked up the used sharps and garbage to dispose in sharps container, the exposed needle stuck the index finger of the left hand of the emt. The emt was seen at the ER and a report was filed. No patient injury.